Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination) and all glucose counts were within specifications. Performed visual inspection on sensor plug assembly, no failure mode was observed. All results were within specification. No product deficiency was identified. Sensor applicator and sensor pack were not returned, issue will be re-opened if product is returned.

Event description:
A customer reported experiencing pain and an infection while wearing a freestyle libre sensor. The customer further reported that he had contact with a healthcare professional and was prescribed sluxocillin (antibiotic) for treatment. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the awareness date. The device manufacturer date for the reported sensor is unknown. The date entered in section is the date awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing pain and an infection while wearing a freestyle libre sensor. The customer further reported that he had contact with a healthcare professional and was prescribed sluxocillin (antibiotic) for treatment. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated. Extended investigation has been performed for the reported complaint. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
A customer reported experiencing pain and an infection while wearing a freestyle libre sensor. The customer further reported that he had contact with a healthcare professional and was prescribed sluxocillin (antibiotic) for treatment. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Extended investigation has also been performed since the sensor applicator and sensor pack were not returned. Extended investigation has been performed on the reported complaint and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre sensor kit was reviewed and the DHR review showed the fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported experiencing pain and an infection while wearing a freestyle libre sensor. The customer further reported that he had contact with a healthcare professional and was prescribed sluxocillin (antibiotic) for treatment. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.